Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between 11/27/2025 and 11/30/2025. The wearable was inserted into the arm on (B)(6) 2025. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that readings were over 50-60% off. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No serious or prolonged patient harm or medical intervention was reported.